Event description:
This device reached eri and transmitted the eri status on (B)(6) 2025. At that time, the battery voltage was 2.97v. The day prior on (B)(6) 2025, the battery showed 81 percent and 3.04v. On (B)(6) 2025, the battery is at 81 percent showing a voltage of 3.06v. No recent procedures or mris reported.. No adverse events reported. Device remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.